Event description:
Customer reported the sp02 measurement does not match at all with the mock monitor or the other monitor in the room. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Customer reported an allegation against the incorrect product and serial number. This record is no longer considered reportable. The allegation against the correct product will be investigated on (B)(4).